Event description:
It was reported by the customer that during in-hospital inspection, the trainer's blue connector couldn't be plugged in the cardiosave intra-aortic balloon pump (iabp). There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g1(contact person ¿ mfg site),g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions,component codes),h11. Fse confirmed he can't plug in the trainer blue connector, part of the front end board connector is damaged. Fse replaced front end board (d670-00-1164) to resolve the issue, operation confirmed. There was no patient involvement and no harm reported.